Event description:
Crack that is occurring in all of our v60 bipap ventilators. This crack is occurring on the top cover (part# 453561531971) above the proximal port. As I have researched this issue, I have found no evidence of physical abuse to the units, which prompted me to call philips technical support. I spoke with a philips technician and he stated that he has been aware of this issue for many years now and stated he thinks it is a result of using harsh cleaning agents. I spoke with the respiratory staff regarding their cleaning procedures and they are in line with the manufacturers recommended cleaning methods. The price to replace the top cover is $200 each. This is an issue since fluids can access the ventilators.